Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system failed to bootup. The user performed a reboot, but the issue persisted. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot up even after restart. Upon troubleshooting, fse found that all screens are black with no video which is due to crashed host pc and no visual leds lit up on back of the pc. To resolve the issue fse replaced the host pc, hard drive and installed the latest ghost. The host pc was returned to philips for further analysis and the analysis confirmed the malfunction of the host pc due to failure in cmos with charging/discharging issue. Following the replacement of the module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.